Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during atrial lead replacement, the ventricular lead failed capture and patient went on to have ventricular lead replacement on the same day. Lead was abandoned. Patient was discharged.